Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted during testing. The act button on the insulin pump had intermittent button response due to flattened dome switch. The device had cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and broken belt clip slot.